Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review cannot be done. Model and serial number were not provided. However, the device was referenced as a c-e perimount mitral valve. Therefore, carpentier-edwards perimount pericardial mitral bioprosthesis was used for reporting purposes. Patient status was reported as ¿discharged¿. Device will not be returned for evaluation due to the patient¿s (B)(6). The provided operative reports did not provide adequate information to evaluate this device. Conclusion: the device was explanted due to dyspnea and mitral insufficiency as the result of calcification. It was noted the patient has (B)(6) and retinal toxoplasmosis. The device could not be returned due to the presence of hepatitis b; therefore, the reported calcification could not be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient was (B)(6) at the time of implant and the implant was due to stenosis of the native valve. Implant at an early age of a pericardial valve is one of the factors in early calcification and prior existence of stenosis is a second factor. Without return of this device, we are not able to conclusively determine root cause for explant of this device.

Event description:
Reportedly, a 27mm mitral valve was explanted after an implant duration of approximately 2 years, 10 months (34.40 months) due to calcification. Per the customer report: early calcific degeneration of bioprosthetic mitral valve. Per the operative report, severe mitral stenosis/insufficiency of a degenerated prosthesis implanted in patient in 2010. Dyspnea grade 2. Patient affected by (B)(6) and retinal toxoplasmosis. Device will not be returned for inspection due to the reported infection.